Manufacturer narrative:
Complaint conclusion: as reported by the legal department, a patient underwent placement of an optease vena cava filter on or about (B)(6) 2009. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, multiple unsuccessful retrieval attempts, displacement of the filter to the right iliac vein, and surgery to retrieve the filter from the right iliac vein. As a direct and proximate result of these malfunctions, the patient suffered life threatening injuries, damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering and other damages.  The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.  Without procedural films for review, the reported retrieval difficulty could not be confirmed and the exact cause could not be determined. The reported event notes implantation of the filter on or about (B)(6) 2009; however, the attempted retrieval date is unknown at this time. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Additionally, the timing and mechanism of the reported filter migration could not be determined. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the plaintiff underwent placement of an optease vena cava filter on or about (B)(6) 2009. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, multiple unsuccessful retrieval attempts, displacement of the filter to the right iliac vein, and surgery to retrieve the filter from the right iliac vein. As a direct and proximate result of these malfunctions, the patient suffered life threatening injuries, damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering and other damages.

Manufacturer narrative:
After further review of additional information received the following have been updated accordingly. As reported, the patient underwent placement of an optease vena cava filter. Per the medical records, the filter was placed prophylactically prior to a bariatric surgery. The patient had a history of obesity. The filter was successfully deployed during the index procedure and there were no immediate complications. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, multiple unsuccessful retrieval attempts, displacement of the filter to the right iliac vein, and surgery to retrieve the filter from the right iliac vein. As a direct and proximate result of these malfunctions, the patient suffered life threatening injuries, damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering and other damages. Per the patient profile form (ppf), the patient had blood clots, clotting and/or occlusion of the inferior vena cava (ivc). The patient underwent three attempts to remove the filter. The first one was twenty nine days post implantation and it was unsuccessful. The second one was thirty six days post implantation and it was unsuccessful. In the third attempt, which occurred a month and fifty two days post implantation the filter was successfully removed via an open abdominal procedure. The patient also reports leg swelling, is on lasix, has abdominal cramping, pain and mental anguish. Per the medical records, during the first and second filter removal attempts a small thrombus was seen on the superior aspect of the vessel. The product was not returned for analysis as it remains implanted and the sterile lot number has not been provided; therefore, no device analysis nor a device history record (DHR) review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter do not represent a device malfunction. Without images or procedural films for review, the reported filter migration could not be confirmed and the exact cause could not be determined. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. There were two unsuccessful retrieval attempts prior to the successfully open surgical removal. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Anxiety, swelling, pain and abdominal cramps to not represent device malfunctions and may be related to underlying patient related issues. Clinical factors that may have influenced the event include underlying patient comorbidities, pharmacological and lesion characteristics. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Corrected data: (manufacturer name, city and state), (manufacturing site name and address).

Manufacturer narrative:
The following additional information received per the patient profile form (ppf) indicates that the patient had blood clots, clotting and/or occlusion of the inferior vena cava (ivc). The patient underwent three attempts to remove the filter. The first one was twenty nine days post implantation and it was unsuccessful. The second one was thirty six days post implantation and it was unsuccessful. In the third attempt, which occurred a month and fifty two days post implantation the filter was successfully removed via an open abdominal procedure. The patient also reports leg swelling, is on lasix, has abdominal cramping, pain and mental anguish. Per the medical records, during the first and second filter removal attempts a small thrombus was seen on the superior aspect of the vessel. According to the medical records, the filter was placed prophylactically prior to a bariatric surgery. The patient had a history of obesity. The filter was successfully deployed during the index procedure and there were no immediate complications. Additional information is pending and will be submitted within 30 days upon receipt.